Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the left ventricular (lv) lead demonstrated loss of capture, and the capture threshold was unobtainable, even at high output settings. The issue was reportedly associated with a fall experienced by the patient. The lv lead was found to be dislodged, which was confirmed by fluoroscopy. The lv lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.